Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and impedance trends were rising when programmed rv tip to ring. The lead was reprogramed and remains in use. No patient complications have been reported as a result of this event.